Event description:
It was reported that, after a first revision surgery was conducted on an unknown date, the patient experienced a broken ps post. This adverse event was treated by a second revision surgery on (B)(6) 2023 in which the journ art ins bcs std 5-6 lt11 was exchanged. Patient went home on day #1 post-surgery and is currently well.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). Note - the mentioned first revision surgery conducted on an unknown date was reported to FDA under manufacturer report number 1020279-2023-02486.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined. The impact to the patient was the broken post and the subsequent 2nd revision. X-ray photos were provided; however, the broken post is not visible and cannot conclude a root cause. According to the complaint, the patient underwent a second revision on (B)(6) 2023, one intra-operative video was provided that show the patient¿s posterior dislocation which is consistent findings associated with a broken insert post. However, it does not indicate the root cause. Per report, the surgeon exchanged the insert. According to the report, the patient was discharged home on post-operative day one and is currently doing well. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H7: if remedial action initiated, check type and h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number section h3, h6: the associated device was returned and evaluated. The visual inspection revealed a piece of the post broke off. The piece was returned. The visual also reveals discoloration on the explant. This inspection was conducted by naked eye. A lab analysis performed on the device revealed the knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. The clinical/medical investigation concluded that, based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined. The impact to the patient was the broken post and the subsequent 2nd revision. According to the report, the patient was discharged home on post-operative day one and is currently doing well. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B2: outcomes attributed to adverse event.